Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074648.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. X-ray revealed that one of the lead had migrated and high impedance was noted on the left lead. It was also stated that the other lead was fractured, however malfunction was not confirmed through imaging.